Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
During the preparation for the implantation of a total hip prosthesis, the rasp broke at the handle attachment. A small piece felt in the femur of the patient. The breakage was detected post surgery. Post-op x-ray confirms a small artifact in contact with the femoral stem. Consequences for the patient: no further surgery was required to remove the fragment.

Manufacturer narrative:
Product was returned to 05/12/2025, see section d9. Update section h3 to yes. Reported event : an event regarding crack/fracture involving a rh605 u1 hype machined rasp size 1 was reported. Conclusions : product was returned on 05/12/2025 but the lot number was missing. An expertise report was perfored by critt (accredited laboratory). The report rules out the possibility of a material defect, concluding that the material complies with specifications in terms of chemical composition, hardness and surface condition. The breakage was not caused by fatigue, but occurred suddenly. This suggests that the rasp was subjected to a force greater than it was able to withstand. This may be due to: - excessive force being applied to the rasp handle, which transmits the force to the rasp - the use of an inappropriate tool - the absence of a connecting radius or an insufficient radius between the two perpendicular faces of the rasp where the breakage started - insufficient material thickness. The hypothesis of a ¿design flaw¿ can be ruled out because this range of rasps has been in use for over 10 years and we have not received any other similar customer complaints. The hypothesis of ¿incorrect use by the surgeon¿ cannot be verified. The hypothesis of a ¿dimensional defect¿ cannot be verified because the piece that broke off the rasp was not returned to us. In conclusion, the technical review allowed to rule out a cause related to a design defect but does not allow for determining a most likely cause corrective action/preventive action: no action is required.

Event description:
No new information.